Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1: (B)(6). Section h3 - the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following implantation of the preloaded intraocular lens (iol), five or six small black central inclusions/bodies exactly in the middle of the lens were identified. The iol remains implanted in the patient¿s right eye. Account indicated that the right eye was the weaker eye and the second eye to be operated on; the first eye had already been operated on previously. No abnormalities or problems were noted during the last follow-up appointment on (B)(6). The patient is being monitored. No further information was provided.